Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 570:320:654:0000 was confirmed during product evaluation in the pump's event history. This condition was caused by a depleted main batteries. The main batteries were replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed no previous service events were related to the reported condition. However, there was previous service on 05-07-2010 for "damaged battery" where the batteries and battery harness were replaced. The batteries and battery harness were also replaced during previous service on (B)(4)-2007. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During baxter's review of the event history of another report, it was discovered a colleague infusion pump in which failure code 570:320:654:0000 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.